Manufacturer narrative:
(B)(4). The incident occurred outside the EU and is not reportable to the competent authorities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screwdriver was found broken while in central sterile.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the pin and swivel components are missing. A previous investigation found the root cause is attributed to product design; the design allows a clearance fit where the pin could be removed or dislodged during use. No corrective action taken at this time. Complaints will be monitored under post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.